Manufacturer narrative:
Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A manufacturer representative reported that, while in a soft tissue ablation, the tip of the catheter was reported to have melted. It was reported that a second catheter was used to complete the procedure. After the procedure, the representative ran saline through the catheter and confirmed that a leak did not occur. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information was received. The manufacturing date was updated. Correctional: UDI was corrected.